Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted.

Event description:
On (B)(6) 2014, the reporter stated that the pt lost venous access in the back of the left and after one day of indwelling. After removal it was identified that part of the polyurethane was missing. A hand held doppler identified the presence of foreign matter. On an unk date, vascular surgery was performed to locate the material, but was unsuccessful. The pt was doing well and was released from the hospital. Additional info received on (B)(6) 2014, the reason for admission was for the treatment of pneumonia and the pt experienced a prolonged hospital stay for approx 2 to 3 days, due to the broken polyurethane to the dorsum of the pts' hand.